Event description:
It was reported that during a cataract procedure doctor was experiencing some chamber instability. A patient posterior capsule tore and vitrectomy and 2 sutures were required. No post-operative complications were reported and no pos-operative therapy was required. Surgeon reported that one month out the patient is doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Manufacturing year 2010. A field service specialist visited the account and evaluated the system after the event. He reported that he couldn't duplicate the reported problem but vacuum was slightly off. He recalibrated vacuum and verified. Then replaced filters and o-rings per the 2 year preventive maintenance. He verified all connections and all calibrations and reset the service interval. Unit complied with all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.